Manufacturer narrative:
Monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event ((B)(6) 2017) two days prior to passing ((B)(6) 2017). It was reported that the patient was in a skilled nursing facility at the time of the treatment event. CPR was performed for 30-40 minutes and the patient was transported to the hospital where they were reported to be in critical condition and on a ventilator and life-support. Review of the treatment event indicates that the patient first went into asystole, a non-shockable rhythm. A treatment was delivered at 07:11:56am on (B)(6) 2017 while the patient was in asystole with intermittent cardiac activity. The post-shock rhythm was severe bradycardia at 10 bpm. A follow-up indicated that the patient died on (B)(6) 2017 while in the hospital and not wearing the lifevest. The patient's death was reported to be due to a heart attack on (B)(6) 2017 while the patient was in the nursing home. There is no indication that the lifevest caused or contributed to the patient death, as the patient was already in a non-life-sustaining rhythm at the time of the treatment shock.